Event description:
It was reported to medtronic neurosurgery from the patient's family that the patient was having a second revision surgery. It was also reported that the patient had secondary normal pressure hydrocephalus post tumor removal and cancer therapy. The valve was revised because it is stuck.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.